Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD), no intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.